Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00164. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor would not flow. After an unspecified timeframe, the pump appeared full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.